Event description:
It was reported by an attorney that the patient underwent a suburethral sling procedure on (B)(6) 2007 and mesh was implanted due to recurrent stress urinary incontinence. Concurrently, the patient underwent an incisional hernia repair procedure with xenograft mesh. Following insertion, the patient experienced pain, erosion of her internal bodily tissue, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, vaginal scarring, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. On (B)(6) 2008, the patient underwent a laparoscopic ventral hernia repair with dual mesh, extensive enterolysis and open ligation of intra-abdominal artery for hemostasis due to multiple ventral hernias. On (B)(6) 2009, the patient underwent laparoscopic enterolysis and laparoscopic repair of recurrent incisional hernia with dual plus mesh. On (B)(6) 2010, the patient underwent extensive laparoscopic enterolysis; laparoscopic repair of two ventral hernias using mesh, due to spigelian hernia and recurrent incisional hernia. On (B)(6) 2012, the patient underwent cystoscopy, macroplastique injection of the bladder neck and vulvar biopsy, due to intrinsic sphincter deficiency and skin and architecture changes associated with lichen sclerosis. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.